Event description:
Pt had a great deal of scar tissue. During the procedure, the scar tissue appeared to lock down on the sheath. Upon attmepted removal of the device, the flexor sheath pulled apart in several places. The physician did a cut down and retrieved the sheath. No other complications to the pt.